Manufacturer narrative:
According to the dental office manager, the dealer technician replaced both the left and right bolts on the chair back assembly. The chair is not operating within factory specifications. We tried contacting the distributor on numerous occasions, including mailing a certified letter, however, the distributor never called us back. We wanted to get a better understanding of how both bolts could have simultaneously backed out at the same time. The chair has already been repaired so we are unable to determine the cause of failure since we don't have the bolts he replaced. This is the first time we have become aware of a complaint of this nature.

Event description:
It was reported that both the left and right back rest bolts on a dc 1690 dental chair backed out at the same time causing the back rest to fall down towards the floor with a patient in the chair, however, the dental assistant happened to be behind the chair at this time and caught the chair back before it fell back down towards the floor. There were no injuries reported.